Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to elevated blood glucose (bg) levels (500s mg/dl). The cause for elevated bg levels was unknown. Customer was treated with insulin injections and released from the ER 9 hours later. Customer was stable when released from the ER.